Manufacturer narrative:
Customer technical support (cts) assisted the customer with troubleshooting (ts). Cts instructed the customer to perform maintenance on the syringes and the probes. The customer indicated that one of the reagent probes were leaking from the top of the bead because the tubing was broken. Replacement tubing was ordered for the customer. Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) stating that water was leaking from the reagent probes in the unicel dxc 800 pro synchron chemistry analyzer. No operator exposure was reported.